Manufacturer narrative:
H3: one medfusion pump was received cracked and chipped out on both front covers of the top case and battery door. The event history log (ehl) was reviewed and there were battery communication timeout and battery depleted messages. The power up process and checking the battery status were conducted. The reported issue was unable to be confirmed. The battery was holding charge and all the battery readings were within the required specifications. The interconnect board cable connector was found ripped which intermittently caused the caused the battery communication time. The battery and interconnect board were replaced as a preventative measure.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a notification for a low battery change, then the device became depleted. There were no adverse events reported.